Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: b5. Corrected: h6 health effect (clinical and impact code).

Event description:
Additional information was received and states that: a. Did the instrument break into two or more pieces? Yes. B. Was surgery time extended due to a depuy synthes product? If yes, how long? Yes, approx. 15 min. C. Was/were there any adverse consequence/s that affected the patient because of the reported event? No. D. Can you please confirm that there was no patient involvement? Did the event lead to any delay or impact to the patient? If yes, please provide detail. Yes. As stated, surgery time was extended by 15 minutes and no other adverse consequences were incurred.

Manufacturer narrative:
Product complaint (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that cardan screwdriver tip broke inside screw head. The tip needed to be burred down for proper liner placement of grater shaft hudson. The attachment end broke off inside power hand piece. The tip was retrieved and discarded.